Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood on the seal. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly, it was cracked along the five and six rows from the outer edge. The blue slide lock and the white plunger were depressed on the delivery device, the reported complaint was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.